Event description:
Additional information was received indicating that the noise resulted in oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of noise on the right atrial (ra) lead. The suspected cause of the noise was electromagnetic interference (emi), but was not confirmed. No intervention has been performed and the patient was stable and will continue to be monitored.